Event description:
The pt stated he received an occlusion alarm (04) on his infusion device that he was not able to clear. Through troublehsooting, it was determined that the patient had scar tissue on his abdomen that caused the occlusion. The patient was advised to change his infusion site to his back/side of torso and he was able to bolus without error. The pt stated that when he removed his infusion site the cannula was kinked. The patient's blood glucose measured "hi" on his blood glucose monitor due to the occlusion. His normal blood glucose readings are around 130 mg/dl. Symptoms of high blood glucose include rapid hear beat, sick to stomach, and "burning hands." The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.